Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality, and capture test performed under nominal conditions found normal capture parameters. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number: 2017865-2023-50255. The patient presented in-clinic due to episodes of fatigue and dyspnea. Upon device interrogation, a loss of capture was noted on the right ventricular (rv) lead. X-ray imaging was performed and the rv lead appeared to not have enough slack and was too tight. The rv lead was capped and the device was explanted. A replacement rv lead and device were implanted to resolve the event. The patient was in stable condition.